Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge to resolve the occlusion. Insulin delivery was resumed. There was no reported impact to customer's blood glucose.